Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with what may be either lead noise or far-p oversensing. No noise was reproduced with isometric movements. Program changes were suggested but the clinician opted not to make them. The patient was stable.